Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had an inappropriate shock for t-wave oversensing. The right ventricular lead was noted to have low r-waves. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The svc (superior vena cava) defibrillation cable developed a fracture due to flexing while in vivo. The exposed svc defibrillation coil was fractured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.